Event description:
In 2008, client states connecting part is leaking and cytostatic drug dropped out. Furthermore, the inner volume is probably too small. Liquid feeding cannot be given through the huber needle.

Manufacturer narrative:
Failure investigation conducted by vlv associates client states connecting part is leaking and cytostatic drug dropped out. Furthermore the inner volume is probable too small. Liquid feeding cannot be given through the huber needle. Received: the complaint unit lot ua88. Sample was received with a luer crack. Evaluation: the returned sample was inspected and the crack was confirmed. Crack runs the length of the luer. Inner volume too small: fluid was able to flow freely through device. Unable to duplicate observation. Cracked female luer: the sample returned was from lot ua88. Tolerance inspection of the female luer. Luer is within the iso standards (iso-594-2, lock fittings). Inspection of the retained product shows the luer is within the iso requirements. However, the luer is on the upper end of the tolerance. Conclusion: luer cracking, the female luer cracked during use. Possible causes for cracking include: over-tightening, cracking due to matching against a luer that falls dimensionally on the high side of the iso spec s palomares in 2008.